Event description:
Litigation papers allege patient is required to live with debilitating pain, suffers inhibition of her ability to walk, has nerve damage, tissue damage and abnormal masses, fluid collection in/around the joint, metallosis, and had to undergo and recover from a painful hip revision surgery. Update: (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of explant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, explant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient is required to live with debilitating pain, suffers inhibition of her ability to walk, has nerve damage, tissue damage and abnormal masses, fluid collection in/around the joint, metallosis, and had to under go and recover from a painful hip revision surgery.